Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device gave low rso2 value of 15. They changed the cannula to larger size and used inotropes to managed blood pressure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.